Event description:
Reporter stated that a comparison between the surestep meter and a hcp meter was 187 mg/dl (ss) and 300 mg/dl (hcp), respectively (38% difference). No symptoms were reported. There was no allegation of harm.